Event description:
Biomedical engineer (bme) reported that on november 19th there was an instance where the gz transmitter did not alarm when a patient experienced a ventricular tachycardia event even though the patients' heart rate was at 130 bpm (beats per minute). Biomed did not report this to nihon kohden until (B)(6) 2024, so any data related to the event was lost. No patient harm was reported.

Manufacturer narrative:
Incident summary: on (B)(6) 2024, the biomed reported that their gz transmitter (gz-130pa, cu-152ra, serial number (B)(6), 142) did not alarm ventricular tachycardia even though the patient was at 130 beats per minute. This issue occurred (B)(6) 2024, which meant any data related to this event would have been lost. The quality team followed up with the customer and they stated that this issue had occurred prior, and the issue was caused by a kaiser wide alarm settings issue. The biomed also stated they tested and inspected the unit thoroughly and put the unit back into service. There was patient involvement when the issue occurred, but no report of injury, no harm, nor any adverse event, due to the reported issue. Investigation summary: nihon kohden investigator was unable to confirm the reported issue since the device was not returned to nihon kohden for testing. A definitive root cause could not be determined. However, based on the available information the most probable root cause was due to incorrect settings. The biomed stated this issue has occurred before and this was a kaiser wide settings issue. Additionally, the biomed stated they tested and thoroughly inspected the unit and put the unit back into service to resolve the issue. False arrhythmia alarms may occur due to spike noise. Users should minimize signal noise and check patient status. Such a false alarm may lead to a brief interruption of monitoring. Device history: a serial number review of the reported device (gz-130pa, cu-152ra, serial number (B)(6), 142) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Additional information: b4: date of this report g3: date received by manufacturer g6: type of report h2: if follow-up, what type? H6: adverse event problem codes h11: additional manufacturer narrative.

Manufacturer narrative:
Biomedical engineer (bme) reported that on (B)(6) 2024 there was an instance where the gz transmitter did not alarm when a patient experienced a ventricular tachycardia event even though the patients' heart rate was at 130 bpm (beats per minute). Biomed did not report this to nihon kohden until (B)(6) 2024, so any data related to the event was lost. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: on (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that none of the requested information can be provided.

Event description:
Biomedical engineer (bme) reported that on (B)(6) 2024 there was an instance where the gz transmitter did not alarm when a patient experienced a ventricular tachycardia event even though the patients' heart rate was at 130 bpm (beats per minute). Biomed did not report this to nihon kohden until (B)(6) 2024, so any data related to the event was lost. No patient harm was reported.